Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included ovarian cyst. Concomitant products included naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/right lower quadrant pain/ right lower quadrant pain"), back pain ("lower back pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"), fatigue ("fatigue"), abdominal distension ("bloating/ gastrointestinal or digestive condition type -bloated") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("other injury (ies) or complication(s) - please describe: fibroid"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, back pain, migraine, headache, weight increased, depression, anxiety, ovarian cyst, uterine leiomyoma, fatigue, abdominal distension and vaginal discharge outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, fatigue, headache, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: right and left lower quadrant pain, lower back pain, fibroid, pelvic pain, depression, anxiety". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-may-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events- added from pfs-"pain, abdominal pain, lower back pain, hair loss, migraines, headaches, weight gain, bloated, anxiety, depression, fibroid, ovarian cyst, fatigue, vaginal discharge". Events-"right lower quadrant pain/ right lower quadrant pain" clubbed to event-"lower abdominal pain". Reporter information, medical history, lab data, height, weight, severity, event outcome was added. Essure insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included ovarian cyst. Concomitant products included naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/right lower quadrant pain/ right lower quadrant pain"), back pain ("lower back pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), ovarian cyst ("other injury (ies) or complication(s) - please describe: ovarian cyst"), fatigue ("fatigue"), abdominal distension ("bloating/ gastrointestinal or digestive condition type -bloated") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("other injury (ies) or complication(s) - please describe: fibroid"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, back pain, migraine, headache, weight increased, depression, anxiety, ovarian cyst, uterine leiomyoma, fatigue, abdominal distension and vaginal discharge outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, fatigue, headache, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: right and left lower quadrant pain, lower back pain, fibroid, pelvic pain, depression, anxiety". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.